Manufacturer narrative:
B3- date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced pocket discomfort and as such surgical intervention took place on (B)(6) 2024, wherein the pocket site was moved a little higher. Therapy was restored and the issue of discomfort was addressed.